Manufacturer narrative:
Investigation: the complaint of the z6ms transducer displaying an error message was investigated. The defective transducer was returned, and an investigation was performed. The cause of the issue was determined to be a gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Through a corrective & preventive action, improvements to the gastro flex were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was under anesthesia and undergoing a transesophageal echocardiography (tee) procedure. After approximately 10 minutes of scanning the patient, the transducer probe displayed a usacqusitionhw_40_0 error message. The ultrasound system was rebooted to restore its functionality. The user remove the transducer and reinserted a replacement transducer probe to complete the tee. There was no loss of data and there was no patient adverse event reported.